Event description:
On 20/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) expired. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and drain complications. The patient¿s pd catheter (not a fresenius product) was examined and functioned appropriately (patent). A peritoneal effluent fluid culture and cell count (wbc elevated, result unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every three days and ceftazidime 1500 mg daily for 14 days. However, on (B)(6) 2024 the patient contacted the on-call pdrn with complaints of feeling unwell (non-specific) but declined to go to the emergency room. On 11/may/2024, the patient was found lifeless in his home by family at approximately 10:30 am. It appears the patient completed ccpd at approximately 8:00 am, rose from bed, used the restroom, and collapsed while returning to the bedroom. Life saving measures were not undertaken, as it was apparent the patient had been lifeless for ¿some time.¿ the patient was transported to the funeral home and no autopsy was performed. The nephologist reported to the pdrn, that the patient expired due to cardiac arrest, secondary to the peritoneal infection. The nephrologist felt the peritoneal infection placed too much strain on the patient¿s already weakened heart. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene, as the patient was known to be non-compliant with personal protective equipment (ppe) during initiation and termination. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). Although the patient had already expired, the pdrn noted the cultures returned positive for pseudomonas aeruginosa on (B)(6) 2024.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis (characterized by abdominal pain), and death (<4.0 hours since the completion of treatment). The pdrn reported the cause of the patient¿s abdominal pain and peritonitis was an unspecified touch contamination event involving poor hand hygiene, as the patient was known to be non-compliant with personal protective equipment during initiation and termination. Patients undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, the pdrn reported the patient primary cause of death was a cardiac arrest, secondary to peritonitis. The nephrologist believed the peritoneal infection placed too much strain on the patient¿s already weakened heart. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Per the pdrn, all of the serious adverse events reported were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) expired. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and drain complications. The patient¿s pd catheter (not a fresenius product) was examined and functioned appropriately (patent). A peritoneal effluent fluid culture and cell count (wbc elevated, result unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every three days and ceftazidime 1500 mg daily for 14 days. However, on (B)(6) 2024 the patient contacted the on-call pdrn with complaints of feeling unwell (non-specific) but declined to go to the emergency room. On (B)(6) 2024, the patient was found lifeless in his home by family at approximately 10:30 am. It appears the patient completed ccpd at approximately 8:00 am, rose from bed, used the restroom, and collapsed while returning to the bedroom. Life saving measures were not undertaken, as it was apparent the patient had been lifeless for ¿some time.¿ the patient was transported to the funeral home and no autopsy was performed. The nephologist reported to the pdrn, that the patient expired due to cardiac arrest, secondary to the peritoneal infection. The nephrologist felt the peritoneal infection placed too much strain on the patient¿s already weakened heart. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene, as the patient was known to be non-compliant with personal protective equipment (ppe) during initiation and termination. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). Although the patient had already expired, the pdrn noted the cultures returned positive for pseudomonas aeruginosa on (B)(6) 2024.